Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cage/spacers: cervios/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Health effect: clinical code (B)(4) is used to capture the reported event of chest and lung injuries. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal surgery failed spinal surgery has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: general complications - postop surgical before discharge: 2 patients had pulmonary complications. Reoperation: 1 patient had a reoperation at 1 year because of nonunion this is for depuy synthes spine cervios. It captures the reported events of 2 patients who had pulmonary complications. This is report 1 of 2 for (B)(4).